Event description:
Caller alleged false positive troponin I (tni) results on triage cardiac panel test vs siemens dimens results. Patient a went through the emergency department (ed) with initial condition of weakness; patient was not admitted. No final diagnosis was provided; patient was sent to either a skilled nursing facility or a home health. No invasive procedure performed. No referral to cardiologist. Caller stated that there is no sample available to submit for investigation. Sample type: edta-whole blood (wb).

Manufacturer narrative:
As of (B)(4) 2012 there are a total of twelve (12) complaints against cardiac lot k50515. Device lot k50515 was previously tested and all results of whole blood testing resulted in tni <0.10ng/ml, with the exception of one replicate. One result >0.10ng/ml meets quality control release specification. Without sample returned for analyzing, specific sample interference could not be ruled out. CAPA (B)(4) was opened to address elevated tni at low end concentrations.